Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A manager reported that following a cataract extraction with intraocular lens (iol) implant procedure, there was a toric lens fail. Additional information was provided that the patient had very poor uncorrected visual acuity with iol near proper position. A photo of an iol cut in two pieces was received indicating an explant. According to the physician, incorrect lens power, caused or contributed to the event. The patient's prognosis is excellent with the proper iol.

Manufacturer narrative:
Evaluation summary: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: the iol returned in three (3) segments in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in three (3) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint "toric lens fail" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).